Event description:
Customer's husband reported, customer was hospitalized for low blood glucose. Customer also has a broken ankle. Troubleshooting was not performed at time of call. No further details provided at time of call.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.